Manufacturer narrative:
One (1) zimmer dental heal collar was returned. A visual inspection of the received product minimum wear about the collar. The hex heads were also slightly worn, but functional. The threaded region shows a small amount of wear at the engaging thread. The implant that allegedly would not mate was not returned for inspection; therefore the complaint could not be verified. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system revealed 1 additional complaint of this products lot number which states the threads were damaged and would not function. This is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Probable causes could not be determined for this complaint as the mating implant was not returned for inspection, and functional testing using an in house part revealed that both devices seated as normal. UDI# (B)(4).

Event description:
The clinician reports that the healing abutment would not thread into the implant. Another healing abutment was used and it seated without incident.